Event description:
I am a type 1 diabetic and I use the dexcom g7 cgm. It does not calibrate well and it is often very inaccurate. Recently there was an instance where my blood sugar reading was in the 50s, but it said I was in the 90s, so there was no alert to low blood sugar. Last night, I had a sudden false low of 56 with dexcom, and I did a finger stick which read 135. I understand these can be off but sometimes they are way off and far more than the dexcom g6 was. It will not take calibrations as well as the g6 either. I had low blood sugar again today, it did not alert quickly enough and later said I was at 177 after treating a low. Finger stick said 132. I calibrate it and it calibrates to 160. My blood is a very accurate reading, so I don't understand why it does this, as opposed to the g6 which was more accurate and calibrated much better.